Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during an ipg replacement, the physician noticed the lead was fractured. As a result, the physician is referring the patient to a surgeon for a lead replacement to address the issue.